Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach the pt by telephone. The mas mailed a letter requesting the pt contact medical affairs. In 2006 at 10:30pm the pt obtained the blood glucose reading of 134 mg/dl, and again at 11:00pm the blood glucose reading of 107 mg/dl. At this time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt then took 19 units of 70/30 insulin. During the night the pt got out of bed and passed out, and her son found her on the floor in the morning. Emergency services were called, and at 7:00am on 2/06 the paramedics obtained a blood glucose result of 222 mg/dl. It would have been helpful to determine the pt's usually expected blood glucose readings, why she took the insulin dose following a normal blood glucose reading, her insulin regimen, if she adjusts her insulin dose based on meter readings, what occurred on the day prior to the event, the specific treatment given by the paramedics and if she required hospitalization. The customer care advocate (cca) determined during the troubleshooing telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The cca also determined the pt was incorrectly cleaning the meter with alcohol, which can cause inaccurate results. No quality control testing was performed during the call as the pt did not have a checkstrip or control solution. The meter, test strips and control solution were replaced. It was not specified if the pt was following her normal insuliln regimen, or if she adjusted her insulin dose based on the meter readings. However, this incident is being reported because the pt became hypoglycemic and required emergency medical attention.